Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the l bracket, the top case was counterfeit, and the screen was not in place. A review of the event history log identified check syringe flange sensor in history. During functional testing the check syringe flange sensor was duplicated at power up. The force optocoupler sensor was not seated properly. The root cause of the issue was by the customer's incorrect assembly of the device. Replaced optocoupler sensor and performed power up process and all functional tests which passed.

Event description:
It was reported that the pump was not working. No patient injury was reported.